Event description:
A patient reported experiencing inaccurate erratic results with a ultra meter. The patient's blood glucose results were 94 mg/dl and 178 mg/dl. Tests were done within 30 seconds with a difference of 62%. Patient did not experience any adverse events. No further information has been reported. A patient reported experiencing inaccurate erratic results with a ultra meter. The patient's blood glucose results were 150 mg/dl and 288 mg/dl. Tests were done within 30 seconds with a difference of 63%. Patient did not experience any adverse events. No further information has been reported.